Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07296. It was reported that the patient presented to the clinic for a follow up feeling tired and short of breath. Device interrogation showed non-capture on both the right ventricular (rv) and left ventricular (lv) as well as noise on the rv lead. During the procedure, it was noted that both leads were dislodged due to pocket manipulation by the patient, who is a known twiddler. The rv lead was extracted and replaced. The lv lead was extracted but a new lead could not be implanted due to the patient anatomy. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.